Event description:
A graft implanted in aorto-biliac position in 1999 occluded 6 months later. Since the graft was strongly incorporated in the surrounding tissues, it was not possible to explant the occluded graft. Therefore a surgical bypass using another graft was then performed 3 months later to restore blood flow. The distributor indicated that the pt condition was then fine.